Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device was inconclusive. This report is number 1 of 4 mdrs filed for this event (reference 1825034-2013-02134 / 02137). Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.

Event description:
It was reported patient underwent total knee arthroplasty (B)(6) 2012. Subsequently, a revision procedure was performed (B)(6) 2013, due to infection. Components were removed and replaced with stage one spacer.